Event description:
It was reported that while in the medical ICU, the md inserted the sheath via the right femoral artery. The iab was placed in the desired position without any resistance. The helium tubing was connected to the catheter from the helium reservoir, and a pressure transducer was connected to the arterial port. A good intra-aortic arterial pressure waveform was seen on the console. After inflating the iab by automated means, the iab counterpulsation was attempted with maximum augmentation set on the console with 1.1 frequency. The augmentation was very poor and below the set limit. The console began to alarm "leak in iab circuit" and "check iab catheter". There was no augmentation and blood was noticed in the helium tubing. The iab was exchanged off the patient. There were no reported patient complications. Follow-up report will be filed when evaluation is completed.